Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, best estimate is (B)(6) 2016; approximately 2 months after the lens implant (B)(6) 2016. If explanted, give date: not applicable, to date the lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor observed a scratch on the center optic of a tecnis multifocal intraocular lens (model zlb00, +20.0 diopter) following a yag procedure. The patient reported he experienced hazy vision and glare during a postop examination. Additional information was received and it was learnt that the doctor is considering a future explant; however, is referring the patient to another surgeon due to the posterior yag. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received and it was leant that lens was explanted on (B)(6) 2019. There was vitrectomy performed during the procedure. No incision enlargement was required. The explanted lens was replaced with a lens from another manufacturer. Patient was happy with the results. The explanted lens is not available for return as it was discarded by the surgery center. No further information provided. Date of birth: (B)(6) 1949. Patient code 3191 - explant. Patient code 2643 - vitrectomy. Method code 4115 as it was learned the device was discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.